Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, thread broke during procedure. Another piece was used and same issue occurred. There was no patient injury.